Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, after clamping the tissue, the doctor squeezed the handle attempting to fire the product, but it was unable to fire. The procedure was completed with another device.